Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was referred to the neurosurgeon by his neurologist due to impedance issues on the left side. The patient today, mentioned that he had a fall a while ago (no date given). Today¿s surgery was exploratory to see if the extension wire was broken or disconnected. The surgeon said no breaks were seen on an x-ray. The physician first disconnected and reconnected the left extension wire and impedances were checked to see if they would clear and they did not. He then disconnected and reconnected the lead from the left extension and reconnected and impedances were checked again, but were still out of range. The impedances prior to the surgery today were as follows: case (B)(6). The right side were all normal. After the left extension wire was replaced they were the following: case (B)(6).